Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 lens, diopter -13.0 into the patient's right (od) eye on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a smaller lens due to blurred vision and excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial, and in an envelope. Visual inspection found the lens haptic bent, missing a piece of haptic, and white residue on the lens. (B)(4)